Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded required cardiopulmonary resuscitation (CPR) and external shocks. The patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further follow up with the physician was conducted and the cause of death was provided as: cardiac arrest / pulseless electrical activity. Physician also confirmed that there was no obvious malfunction from the interrogation, that the lead impedances were within normal limits and stable and sensitivity, capture management, and thresholds. Were all stable. There is no identifiable connection (reasonable suggestion) alleging the device/device system caused or contributed to the death or was otherwise associated with the death outcome.